Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure in the access site of subclavian vein in the site location of t5 using powerport isp MRI 6f chronw/os on (B)(6) 2022. Later on, the post port placement on (B)(6) 2025 it was reported that the catheter allegedly bulge formed. It was further reported that the catheter allegedly found ruptured. Reportedly, the patient allegedly experienced subcutaneous leakage occurs in saline and subcutaneous swelling developed. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, one photo was provided for review. The photo shows the partial view of a clinician holding the catheter port and the catheter was implanted in patient body and have blood residue throughout. A fracture was noted at the proximal end of the catheter attached to the port. Therefore, the investigation is confirmed for the reported fracture and fluid leak issues, and the investigation is inconclusive for the reported material protrusion/extrusion issue as the exact circumstance at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure in the access site of subclavian vein in the site location of t5 using powerport isp MRI 6f chronw/os on (B)(6) 2022. Later on, the post port placement on (B)(6) 2025 it was reported that the catheter allegedly bulge formed. It was further reported that the catheter allegedly found ruptured. Reportedly, the patient allegedly experienced subcutaneous leakage occurs in saline and subcutaneous swelling developed. The current status of the patient was unknown.